Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation an issue was reported with a wire guide from an unknown PICC device. When the smaller wire guide was inserted, there was blood reflux, and upon withdrawal the wire guide was noted to be broken. Cook became aware of this event on 02feb2021 upon being notified by (B)(6). The patient reportedly experienced no adverse effects as a result of this incident. A review of documentation including the complaint history, instructions for use (IFU), manufacturing instructions (mi), and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. The rpn was assumed to be upicds-5.0-CT-nt-1110 based on a list of sales to the customer. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the device history record (DHR) was unable to be completed due to a lack of lot information from the user facility. Given the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. Instructions for use (IFU) document t_ctpicc_rev9 [turbo-ject peripherally inserted central venous catheters with micropuncture peel-away introducers] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: ¿precautions standard techniques for placement of vascular access sheaths, catheters and wire guide should be employed. How supplied upon removal from package, inspect the product to ensure no damage has occurred.¿ additionally, a label (l_scor_rev 0) is attached to this device and depicts a warning to not pull the distal spring coil portion of the wire guide through the needle tip. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause for this event has been traced to component failure unrelated to a deficiency in manufacturing/device design. It is possible that contact with a sharp edge such as the needle or tortuous anatomy damaged the wire guide during introduction, leading to the observed damage upon withdrawal. However, this cannot be confirmed without additional information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k): unknown as exact rpn of complaint device is unknown this report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the wire guide of a turbo-ject standard power injectable PICC line PICC breaks upon removal. This event was reported as a general occurrence during PICC line placements. The hospital has found that when they use "the small PICC wire guide" and there is blood reflux, they need to remove the wire and insert it again. Upon removal of the wire guide, it tends to break. No additional information is available.